Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the evaluation of the returned device is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure testing was performed with satisfactory results. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access set ((B)(4)) was blocked and could not prime. This occurred during priming. There was no patient involvement. No additional information is available.